Manufacturer narrative:
The technician took apart, cleaned and reinstalled the siderail to repair the bed.

Event description:
Info rec'd indicates unable to latch the intermediate siderail due to rust.